Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report# : 1627487-2014-01680. It was reported the patient is experiencing an auto-reduction in programs. As a result, stimulation is not effective. Reprogramming was unsuccessful. A physician consult is deemed as the next course of action. Follow-up revealed several contacts with invalid impedance due to a possible lead fracture. Surgical intervention was undertaken, explanted and replacing both leads. Effective therapy was restored postoperatively. The issue is resolved.